Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: he customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with an unspecified bd blood collection tubes the tubes had low draw. The following information was provided by the initial reporter: (1 of 16 complaints) it was reported that the tubes are underfilling. Update: test cancelled due to incorrect blood/anticoagulant ratio. The tube is underfilled.

Manufacturer narrative:
The following fields have been updated with additional information: b.1 adverse type: reported as an adverse event and product problem. B.2. Other details: patients had to return to clinic for redraw. H.1 type of reportable events: serious injury.

Event description:
It was reported that during use with an unspecified bd blood collection tubes the tubes had low draw. The following information was provided by the initial reporter: (1 of 16 complaints) it was reported that the tubes are underfilling. Update: test cancelled due to incorrect blood/anticoagulant ratio. The tube is underfilled.